Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 23mm portico valve was implanted. During the procedure, after pre-dilation, a left bundle branch block was discovered. A transient pacemaker was maintained at the end of procedure for prevention and subsequently removed the next day. On (B)(6) 2022, the patient showed mild congestive heart failure due to lung congestion. IV furosemide was administered. In addition, electrocardiogram (EKG) showed first-degree atrioventricular block. No patient consequences were reported.

Manufacturer narrative:
An event of left bundle branch block, first-degree atrioventricular block, and mild congestive heart failure were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the previously filed report, additional information was received: the valve was implanted at 7mm. There was no intervention done to treat the arrhythmia. The patient is reported to be discharged. There was no clinically significant delay in procedure.